Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The rv lead was repositioned due to dislodgement and remains actively implanted. The lv lead was capped at the same time due to dislodgement because it was damaged during the procedure. The lv lead was replaced with corox otw 85-bp, sn: (B)(4). This was all of the information reported at this time. Should additional information become available, this event will be updated. The hospital has retained the lv lead. No adverse patient side effects were ported.